Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a lesion in the mildly tortuous, moderately calcified de novo lesion in the proximal left anterior descending (lad) artery. The 3.25x28 rx alpine stent delivery system (sds) was prepared for use inside of the anatomy. The sds was advanced to the lesion without resistance; however the balloon would not inflate when pressurized to 10 atmospheres. The sds was removed and replaced with another alpine to complete the procedure. After removal, the physician noted the shaft was stretched; however, it is unknown when this damage occurred. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported inflation issue and the reported stretched shaft were able to be confirmed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely inadvertent mishandling and/or manipulation of the device resulted in the reported/ noted stretched outer member, thus as the compromised device was inflated resulted in the noted pinhole leak/reported inflation issue at the location of the stretched outer member. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.